Event description:
The trial patient felt symptoms have worsen since he was now not able to go on his own as he was prior to advance evaluation. The patient was assisted in switching to program 2, amp now 8.7 and felt stimulation in their buttocks. Patient complained this morning he had an awful tingling all over his legs almost all over his body; he lowered amp and was not feeling any discomfort. A day later patient complained urinary retention symptoms are still worse since he was able to void before on his own and now unable to. Patient also complained about feeling tingling down his leg at amp of 8.0. The patient decreased amp last night to 6.0 which helped subside this feeling. The patient was advised to lower amp to 5.0 .a day later patient still reported that his symptoms are worse for the retention. Patient did have a program change today from program 2 to program 3 to see if this would help with the catheter volume and self-void. Additional information reported that about a week later the patient indicated that he was using a higher number and that was causing the tingling sensation, so he lower the number and the issue had been resolved. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.